Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The force bipolar instrument moved intuitively with full range of motion in all directions, grip tips opened and closed properly, and it passed both continuity and energy delivery tests. The instrument was found to be fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer heard something pop coming from the 8mm force bipolar instrument. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while grasping tissue, the instrument would not hold a grip on the tissue. The back side of the jaw was dislodged and would not come out of the trocar. A cable may have been damaged. The instrument and cannula were removed together. No other ports were made to remove.